Manufacturer narrative:
(B)(4). Unique device identifier (UDI): in the absence of reported part and lot number, UDI can not be provided. The device was not returned for analysis. The reported patient effects of thrombosis and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention.

Event description:
It was reported via article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. The procedure was to treat a proximal right coronary artery. The patient presented with a non st elevated myocardial infarction (nstemi). Pre-dilatation was performed with a 2.5 x 15 mm unspecified balloon catheter inflated to 16 atmospheres. A 3.0 x 18 mm unknown xience stent was deployed at 16 atmospheres. There was no post-dilatation performed. The patient was placed on ascal and clopidogrel for dual antiplatelet therapy. On an unspecified date, the patient died a cardiac death (unexplained death) with probable sub-acute scaffold thrombosis.